Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant of this right ventricular (rv) lead, the lead was repositioned to a mid-septal position due to diaphragmatic stimulation. Then, one day post-implant, the lead exhibited oversensing of right atrial (ra) signals, resulting in pacing inhibition. Troubleshooting and reprogramming were unable to resolve the oversensing. Therefore, the lead was surgically repositioned to an apical position. The lead remains in service. No additional adverse patient effects were reported.